Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device did not identify any anomalies. An attempt was made to flush the device but this was not possible as there was solidified contrast/saline within the hub of the balloon catheter. This was removed following soaking and a demonstration 0.014" guidewire was advanced through the device. Resistance was encountered approximately half way through the catheter due to occlusion. This solidified contrast/saline could not be removed so the catheter was cut distal to the occlusion. The device could then be flushed. The balloon was inflated and a small leak was noted to the distal portion of the balloon. Based on the information provided and the investigation findings it was determined that the most probable cause of the leak was damage to the device during preparation.

Event description:
It was reported that during the preparation of balloon catheter (subject device), the balloon was inflated but after approximately a minute it began to leak. The balloon was completely deflated after a few minutes. There was no patient involvement.

Event description:
It was reported that during the preparation of balloon catheter (subject device), the balloon was inflated but after approximately a minute it began to leak. The balloon was completely deflated after a few minutes. There was no patient involvement.